Event description:
It was observed that during the device evaluation, the subject device exhibited foreign matter on the distal end, foreign matter on the ccd lens, and distal end is not properly secured. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: distal end is not properly secured due to adhesive peeling should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.